Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated their device and was unable to duplicate the reported issue. After proper device operation is observed through functional and performance testing, the device will be returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report their device was unable to power on during a patient event. The customer advised that they were attempting to monitor a patient, however the device would not power on. It is unknown what the battery charge level was during the event and if the device was connected to ac power. A backup device was available and used. This issue is patient related; however there was no adverse patient outcome reported. The customer advised that no further patient details are available.